Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered a 3.0 unit per hour basal rate instead of a 0.3 unit per hour basal rate due to user error. Customer experienced a blood glucose level (bg) of 43 mg/dl. Customer consumed glucose tablets to address low bg. Reportedly, customer received and acknowledged tandem's basal rate field correction notice regarding this issue on (B)(6) 2022, which cautioned users to take extra care when editing the basal rate on a profile within their tandem pump. This notification also urged users to update their pumps to the most recent software version which includes the basal limit feature. During troubleshooting, tandem technical support explained the benefits of updating the pump to the customer and customer acknowledged.